Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the cartridge and resumed insulin therapy.